Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition, while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe), evaluated the system and found that the break release arm on the foot pedal was out of adjustment, preventing it from intercepting the beam as expected, and resulting to the locks not engaging. The fe adjusted the break release arm and verified that the table locks were performing according to specifications.